Event description:
It was reported the patient¿s previous device quit working after a year and was replaced.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va06nfs, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).